Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 13 proglide devices are being filed under separate medwatch reports.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred. Thirteen other proglide devices were used with the same result. The sutures of three new proglide devices were successfully pre-placed at each access site. A 14f sheath was used in the procedure. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. There were two anterior cuff tabs separated (not returned). Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event was concluded to be related to a potential product quality issue due to link material observed to be too high inside of the posterior cuff. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.